Event description:
It was reported to philips that the system's flexvision computer was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision computer was unable to boot. To resolve the issue, the fse replaced the hdd in the flex viewing pc, that controls the large screen monitor and reinstalled the necessary software. After replacement and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.